Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot#: unknown, product type: lead. Product ID: 3537, serial#: unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient can't seem to get the remove to work right. The patient reported that they seethe greeting screen, but when they press the lock icon the screen is unresponsive. The caller then stated that the patient encountered the unable to find device message and error screen 12 or 13. It was made sure that the patient was not covering the top of the controller and the patient was then advised to move the controller closer to the ens and try again. The patient was then able to get to the home screen and confirmed that the amplitude was set to 0.8, but the patient was not feeling stimulation. The caller increased stimulation to 10 and the patient still did not feel stimulation. The patient reportedly did feel stimulation when leaving their healthcare provider (hcp) office and confirmed that there were no falls associated with the issue. The caller then wondered if the lead was still in place. The patient was advised to follow-up with their hcp about changing sides and next steps. The patient confirmed that they would try to get a hold of their hcp. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Fdc should have been included in the initial report to cover the allegation of lead.

Event description:
.